Event description:
It was reported while testing patient samples on bd facscanto¿ ii flow cytometer dot plots of several items are stuck at the top of the graph. There was no impact to patient. The following information was provided by the initial reporter: it looks strange when I try to flush the sample. 1. Were the erroneous results on a patient sample? Yes. 2. Was anyone harmed or injured , treatment delayed , by the erroneous results? No. Additionally, the fse provided the following additional information: as a result of measurement today, dot plots of several items including cd34 (apc) are stuck at the top of the graph. When the work contents on the day were confirmed, it seems that the sensitivity was significantly increased because the gel was reapplied. We told as that it is possible to adjust the voltage in the short term and measure it, and we received an inquiry about the adjustment procedure, so we asked as to respond. Carried out adjustment work on-site, and measurement became possible as before.

Manufacturer narrative:
The following fields were updated due to additional information: h.6. Imdrf annex g grid: g04029 coating material. H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # (B)(4) and serial # (B)(6). ¿ problem statement: customer reported complaint on the instrument showing abnormal results which may lead erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. ¿ complaint trend: there are 4 complaints related to the issue of erroneous results; date range from (B)(6) 2020 to (B)(6) 2021. ¿ manufacturing device history record (DHR) review: DHR part # (B)(4) serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the information provided in the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the abnormal test results was due to heightened sensitivity and incorrect voltage settings possibly from recently replaced optical gel. The optical gel is located in the flowcell and is periodically replaced to avoid optical clarity degradation and maintain high sensitivity. While there was no work order for this repair, it does seem like there was a visit since during an on-call inspection an as (application specialist) was able to locate the issue and resolve it. From the data the as found that the sensitivity was too high and performed adjustments to the voltage in response. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that there was no impact to patient samples nor physical harm cause by this issue, and no incorrect results were used. Voltages and sensitivity values are normally automatically adjusted during automated setup and should be run every 24 hours. Additional setup information can be found in the canto ii user guide; bd facscanto¿ ii flow cytometer instructions for use, #(B)(4), and proper optical gel specifications on page 229 under emission optics. The safety risk is limited, s2, and there was no impact to patient health or safety. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2016. Defective part number: n/a. Work order notes: o subject / reported: it looks strange when I try to flush the sample. O problem description: it looks strange when I try to flush the sample. O work performed: n/a. O cause: n/a. O solution: n/a. Case comments: o [phenomenon] on-call inspection was conducted on 1/25. As a result of measurement today, dot plots of several items including cd34 (apc) are stuck at the top of the graph. O [correspondence] when the work contents on the day were confirmed, it seems that the sensitivity was significantly increased because the gel was reapplied. We told as that it is possible to adjust the voltage in the short term and measure it, and we received an inquiry about the adjustment procedure, so we asked as to respond. O [results] mr. As hino carried out adjustment work on-site, and measurement became possible as before. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # (B)(4), rev. 02/vers. A, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿4¿ and the rpn is ¿56¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes ,no. O item: 3. Optical fibers (laser beam delivery). O function: 3.1 improves pointing and transverse mode of laser. O potential failure mode: 3.1.1 beam moving. O potential effect(s) of failure: 3.1.1.1 unstable detection sensitivity. O potential cause(s)/mechanism(s) of failure: 3.1.1.1.1 creep in adjustment screws. O severity: 4. O occurrence: 2. O detection: 7. O rpn: 56. Mitigation(s) sufficient yes ,no. ¿ root cause: based on the investigation results the root cause of the unexpected results was due to heightened sensitivity and incorrect voltage settings. ¿ conclusion: based on the investigation results the root cause of the unexpected results was due to heightened sensitivity and incorrect voltage settings. An as who was onsite for an on-call inspection confirmed the issue and adjusted the voltage settings. After the adjustment, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient samples on bd facscanto¿ ii flow cytometer dot plots of several items are stuck at the top of the graph. There was no impact to patient. The following information was provided by the initial reporter: it looks strange when I try to flush the sample. Were the erroneous results on a patient sample? Yes. Was anyone harmed or injured , treatment delayed , by the erroneous results? No. Additionally, the fse provided the following additional information: as a result of measurement today, dot plots of several items including cd34 (apc) are stuck at the top of the graph. When the work contents on the day were confirmed, it seems that the sensitivity was significantly increased because the gel was reapplied. We told as that it is possible to adjust the voltage in the short term and measure it, and we received an inquiry about the adjustment procedure, so we asked as to respond. Carried out adjustment work on-site, and measurement became possible as before.